Event description:
It was reported that error codes occurred during the procedure and the case had to be aborted. There was no patient harm due to the reported issue.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device confirmed the error codes. The resonator was replaced. The system passed full functional and electric al safety testing. The resonator was received, and analysis of the returned part was unable to detect any defect. Based on the analysis results for the returned part and review of all available information for the event, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that error codes occurred during the procedure and the case had to be aborted. There was no patient harm due to the reported issue.